Event description:
Loss of integration. Doctor indicated loss of integration on tooth site #27, 30 and 19.

Event description:
Loss of integration. Doctor indicated loss of integration on tooth site #27, 30 and 19.